Event description:
A 6/4mm amplatzer duct occluder (ado) was implanted. Two hours later, the ado was noted to have embolized into the descending aorta. The patient returned to the cath lab where percutaneous retrieval was unsuccessful. While the ado was being retrieved, the patient experienced cardiac arrest and required 3-4 minutes of CPR. The patient was transferred to the ICU and was scheduled to have the ado surgically retrieved. Based on pressure measurements the ado was never suspected to have caused an obstruction, however, the patient sustained significant brain damage and support was withdrawn.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned.  Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.

Event description:
Two hours after the ado implant, the patient coughed causing the ado to embolize to the descending aorta. The percutaneous retrieval attempt was hampered by the patient's small size. The autopsy confirmed that the ado device caused no obstruction and that there was no device malfunction. The explanted post-mortem device remains in the morgue. The cause of death was pulmonary hypertension and hypoxic insult to the brain.

Manufacturer narrative:
The cause of the reported event remains unknown.